Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was reported to be "high" via cgm reading. Cause of elevated bg was unknown. A correction bolus was administered to address bg. Recommendation was made for the customer to consult with a healthcare provider regarding issue.